Event description:
It was reported that a pt had an unk vaginal mesh product implanted on an unk date to treat urinary incontinence. The pt experienced an undisclosed injury and subsequent medical care. No additional info was provided at this time.

Manufacturer narrative:
Date sent to the FDA: 01/07/2009. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.